Event description:
It was reported that pump displayed malfunction alarm code malf 0, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset procedure, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged understanding of instructions.